Event description:
Information was received from an international distributor that their customer reported the ventilator had overheated and there was smoke emitted from the unit. The ventilator was not in use, therefore there was no patient involvement. The ventilator was returned to the factory for failure analysis. Upon evaluation of the device. There was extensive internal damage. The snubber pcb in the power supply was the most damaged component, indicating that it was the source of the overheating. As a result of the damaged components, the ventilator could not function to operating specifications. The root cause has not been determined and is still under investigation.